Event description:
Boston scientific received information that this programmer did not display anything on the screen when turned on. Troubleshooting was done but was unsuccessful. The programmer was returned for analysis and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough analysis was performed. The product analysis noted the programmer displayed a black screen with no backlight when booted. Additionally, the lower part of the inverter was shorted out and the inverter cover was melted on the lower half. In conclusion, programmer was clinically out of specifications due to component failure.